Event description:
The manufacturer representative (rep) reported that pain at the implant site. No factors that may have led or contributed to the issue was reported to be unknown. The patient was only seen by the healthcare professional (hcp) so the rep was not aware of any actions taken. The issue was not resolved at the time of the report. It was reported that an explant was planned that was scheduled for (B)(6) 2016. It was later reported that the device and lead would be replanted/revised on (B)(6) 2016. The onset of pain remained to be unknown and the cause remains unknown. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.